Event description:
Customer alleged when he went to sit in the chair, the right hand side went down and there is a crack on the seat. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a (B)(6) male. The consumer's preexisting medical condition states that he was shot in the back. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called and stated that the 6895 shower commode chair had a crack in the seat, when the consumer went to sit on the seat the right hand side allegedly went down (broke). The consumer has been using this product for approximately 4 years 7 months. The consumer alleges that he did not fall and no injury alleged. A new shower commode chair has been ordered and is to be drop shipped to the consumer. No RMA has been initiated for this issue.